Event description:
The customer alleged that there was a black residue on the scopes after rinsing. There are no reports of physical complaints at this time. The customer did not respond to asp's attempts in retrieving more information. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse checked the wash time, cycle count, and the air compressor pressure. The fse notified the asp clinical education consultant (cec) to contact the customer. Results: this issue has been addressed with a customer letter.